Event description:
Pump declared an altitude alarm 21. There was no adverse impact to the customer¿s blood glucose level. Customer initially could not resume insulin even after removing obstructions from the speaker holes and reconnecting the cartridge but was eventually able to resume insulin after loading a new cartridge and resetting the pump. Customer was advised to call back if issues persist.